Event description:
Per fax, alarm will not function. Per independent repair center statement unit alarm will not function. The key failure was the on/off switch not working so the unit wasn't alarming. Additional malfunctions were the humidifier, compressor intake and the cabinet filter were missing.